Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3037 serial# (B)(4) product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had a loss or change of therapy and didn't feel stimulation. When they first got it, they had relief but they had been real incontinent again for two weeks prior to the report. They noted that, if it was working right, it wouldn't have been happening and it was happening a lot, starting in early (B)(6) 2017. The patient's nurse told them to not mess with it and have a manufacturer representative (rep) add programs. They claimed that the patient programmer (pp) would stay on the sync screen. On (B)(6) 2017, it was reported that they were still incontinent. A rep never reached out to the patient. They verified that the implanted neurostimulator (ins) was on and set on program 1 with stimulation at 2.1, but they were not feeling stimulation. After increasing the stimulation to 2.7, they felt stimulation comfortably. They wanted to try a new program to see if that would help with their incontinence so they changed to program 2 and increased the stimulation to 2.3. There were no further complications reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3037, serial# (B)(4), product type programmer, patient.

Event description:
Additional information was received from a con. It was reported that the patient was feeling painful stimulation. The stimulation was too high and painful. They never felt stimulation until they reprogrammed them. It was noted that they used to be at 2.2 volts (v). They had been flooding with urination and squished out a lot, noting it was half a cup. They were at 3.8 v on program 2. After decreasing to 3.3 v, they felt comfortable stimulation. They were going to follow-up with a healthcare professional (hcp). On (B)(6) 2017, it was reported that they had the same issues. They were at 2.4 v and changed to 0.2 v on program 3 to see if it would help. It was found that they didn't have stimulation on and thought they didn't have it on for a week. They went to the hcp the other day, who programmed everything and started new.